Event description:
Hosp reports that unit was set-up to deliver tidal volume 800cc fraction of inspired oxygen 100% respiratory rate 10 then turned off while awaiting patient arrival from field. Upon turning unit back on respiratory therapist found new settings of tidal volume 1600cc fraction of inspired oxygen 60% respiratory rate 14 also noted that unit was pressure limiting at greater than 70 cm water. Respiratory therapist returned unit to desired settings. Incident repeated itself twice more after the unit was turned off to transport patient throughout hosp.